Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.

Event description:
The customer reported that she visited her doctor and he recommended having the insulin pump replaced. The customer stated that for a couple of days she did not give herself any bolus and her glucose reading was 85mg/dl. The customer stated that the doctor believes that there is a delivery issue with the insulin pump. Troubleshooting was performed. The customer mentioned being hospitalized due to non diabetes related issues. No further information was provided.